Event description:
The customer reported during oncology head/neck patient procedures, when displaying the study in quick review, the couch vertical position displayed on the information page is intermittently incorrect. Without moving the couch between scans, the vertical position displayed is correct on the "with contrast" scan, but appears much higher for the "without contrast" scan. A philips field service engineer (fse) confirmed there was no harm to a patient or operator due to this issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, an initial complaint was submitted by a philips field service engineer (fse) indicating that the customer had reported the couch vertical position display was incorrect on the parameter page (information page when displaying the study in quick review) on the bigbore oncology CT scanner at (B)(6) hospital. The philips fse confirmed with the customer that since there was no patient involvement, there was no harm to a patient or operator due to this issue and no rescan was required. The fse was informed of the issue during preventive (planned) maintenance (pm) on (B)(6)2014 by the site's medical physicist who had first observed the issue. The medical physicist reported that the issue occurs when scanning with their user-created oncology head neck protocol with and without contrast. The couch vertical position, as seen on the information page when displaying the study in quick review, is different on the without contrast scan then on the with contrast scan. The with contrast scan shows the correct vertical position and the without scan shows a vertical position much higher. The couch is not moved between the two scans. This issue occurs intermittently . The customer is following a normal workflow when this issue occurs. No actions or testing have been performed and no parts have been replaced by the fse. The system is operational. No log files were available to be provided for evaluation. The customer stated that in some cases, the table height recorded in the image differs from the actual value displayed at the gantry while scanning. This can occur if the table height is changed prior to initiating the reconstruction, for example, when the patient is released soon after the scan is completed. The fse contacted the customer to collect additional information to understand the customer workflow and identify if such a workflow exists in radiation therapy simulation. Philips clinical oncology experts were also contacted to understand the workflow. Engineering investigated the issue and stated that marking the patient can be done in one of two ways - relative marking and absolute marking. The relative marking process entails establishing a set-up iso-center, and the treatment iso-center position is reported as offsets from the set-up iso-center. The set-up iso-center should be visible in the images by placement of fiducial markers on the patient's skin. The coordinates of subsequent iso-centers are relative to the coordinates of the set-up iso-center in patient space. When relative marking is performed, the absolute table height reading is not relevant. The measurements are based on the set-up iso-center. This confirms that the error in table height is not relevant for relative marking use case, and hence does not result in harm to the patient during such a workflow. For the absolute marking process, the coordinates for all iso-centers are relative to the origin of the base CT coordinate system as defined by the marking laser system. The marks on the patient's skin will correspond directly to the treatment iso-center. Table height value as recorded in the image data is relevant when absolute marking is performed. The customer confirmed that for patients undergoing absolute marking, the table height is not changed between the scan and final reconstruction. The same information was confirmed with the oncology specialists within philips. All of them confirmed that customers will not change the table height prior to reconstruction when absolute marking is used. The overall risk is based on engineer's investigation and according to the risk assessment, this reported event was determined to be of acceptable risk. It has been concluded that if this event were to recur, it would not be likely to cause or contribute to death or serious injury. In case of absolute marking, a patient is not released until after the marking process is complete. Couch movements are controlled in this use case. So the customer will not see this defect during absolute marking use case. The user might notice this error if the table height is changed prior to initiating the reconstruction, for example, when a patient is released soon after the scan is completed. This is a possible workflow during relative marking workflow. However, in a relative marking workflow, the absolute value of table height has no significance, so an incorrect table height is not a hazard to the patient. This issue fixed was in a subsequent software update. The cause of this problem is a defect in which there is an issue with table heights change on 4d CT scans.

Event description:
The customer reported during oncology head/neck patient procedures, when displaying the study in quick review, the couch vertical position displayed on the information page is intermittently incorrect. Without moving the couch between scans, the vertical position displayed is correct on the "with contrast" scan, but appears much higher for the "without contrast" scan. A philips field service engineer (fse) confirmed there was no harm to a patient or operator due to this issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).